Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "as per the patient he is having pain in the hip area. When he walks his hip starts hurting. Doctor stated that he doesn't have the full movement. Doctor recommended a revision."